Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl for the second time today. The customer treated with juice and declined troubleshooting for her low blood glucose. No products were returned or replaced.